Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the device was not producing x-ray. Upon functional testing fse found that there is an issue with wired foot switch. Fse replaced the wired foot switch. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura footswitch will not fluoro or expose. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.